Event description:
Customer received a result of 14.2 mmol/l on the aviva nano system, and a result of 3.6 mmol/l on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).